Event description:
Received report of transducer pressures not corresponding with peripheral bp. A pediatric pt with a history of asthma was showing high transducer pressures that didn't correlate with the lower peripheral pressures. Medicated with nipride for transduced readings to control bp. The transducer was changed to a new lot number, and the readings correlated with the peripheral bp, but unsure if discontinuance of nipride was related to the transducer replacement. No adverse pt effect reported while on nipride.